Manufacturer narrative:
Do not remove a used cartridge from the pump or load a new cartridge until prompted on the tandem mobi mobile app. Failure to do so may result in damage to the pump or possible over or under delivery of insulin. Always disconnect your infusion set before removing the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was not cycling the cartridge during the load sequence correctly, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.